Event description:
The surgeon implanted the ventricular catheter and peritoneal catheter properly as they had done before. They waited fifteen minutes after implanting the device to see if csf would flow but none was drained from the ventricle to the peritoneum. The surgeon did not find any csf liquid come from the peritoneal catheter side. The surgeon attributed the lack of csf flow to the valve and used a second valve with success.